Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked for clarification on the device not working they stated that it couldn't provide relief and caused irritation at the implant site. This was not caused by normal battery depletion. The cause was unknown and they stated that no actions were or would be taken to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that their implanted system: that they'd been having problems with the implanted system: pain and it was just not working even though the patient met with colleen the rep 3 times for reprogramming. Patient stated as a result and after speaking with the rep and their care team, the implanted system was removed. Patient had called to ask about what to do with the external devices for donation/disposal. Patient services reviewed information with the patient and patient's reason for call was met. Patient stated the doctor who removed the implanted system was different than the physician who implanted the system. Patient did not provide the doctor's name. Patient services sent an email to patient registration to update registration.